Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was to be off of the pump due to being in the hospital. The cause for the hospitalization and blood glucose level were not reported. Although requested, additional information regarding the event was not provided.